Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ catheter has been found with a damaged catheter tip before use. The following has been provided by the initial reporter: on (B)(6) 2019, when the nurse was on the infusion and used the intravenous indwelling needle, the needle tip of the catheter was found to be broken and replaced immediately, causing no injury.

Manufacturer narrative:
Investigation summary: a lot number could not be connected to the device identified in the complaint, so bd investigators could not conduct a device history review for this event. Additionally, a sample was not submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event.

Event description:
It has been reported that one unspecified bd¿ catheter has been found with a damaged catheter tip before use. The following has been provided by the initial reporter: on (B)(6) 2019, when the nurse was on the infusion and used the intravenous indwelling needle, the needle tip of the catheter was found to be broken and replaced immediately, causing no injury.